Event description:
It was reported that a malfunction code appeared on the customer's device. Blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue occurs again.